Event description:
It was reported that the patient's device had reached its elective replacement interval (eri). It was also reported that there was difficulty interrogating the device due to electrical reset indicator. The device was removed and returned and a new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.